Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2014 with the following findings: the alleged bolus button tactile issue was unable to be investigated. The caps were not returned and test caps were used in the evaluation. The pump powered up with auditory and vibratory features. Due to a keypad button issue, the investigation was unable to navigate past the verify screen and the bolus button function cannot be fully investigated, no conclusion can be drawn. Removal of the bolus button cover did not find any anomalies with the button contact. Related to the reported bolus button issue, moisture intrusion was evident inside the battery compartment and a leak test showed a leak in the battery compartment. Removal of pump cover found additional evidence of moisture intrusion inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.